Manufacturer narrative:
Device evaluation: visual and microscopic analysis of the returned device identified red particles, broken shell with sharp edge where is localized stresses were induced, and non penetrating nicks. A dimension measurement in the shell was performed which identified the thickness within specification. A weight test of the explanted material was completed and it was underweight. Based on the device analysis, the final assessment is a broken shell with sharp edge where is localized stresses induced assessed as surgical impact.

Event description:
Health professional reported left side rupture. Device was explanted.

Manufacturer narrative:
A review of the device history record has been completed. No deviations or non-conformances noted. The reason for reoperation was rupture.. Further information from the reporter regarding event, product, or patient details has been requested. No additional information is available at this time. This is a known potential adverse event addressed in the product labeling.

Event description:
Health professional reported left side rupture. Device was explanted.